Event description:
Pt reported infusion set tubing separated at the luer lock connection. She indicated that she discovered the issue while administering a bolus. Pt stated that she smelled insulin. She reported that this was the third incident of the infusion set tubing separating at the luer lock connection that she experienced. Pt stated that she changed the infusion set tubing and administered the remainder of the bolus. She did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.